Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and scratched case. During visual inspection shows that damage to lcd window is a couple of scratches not a crack as reported by user.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump's display screen was cracked. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant event that led to the issue or if the device was dropped. Customer's blood glucose level was 173 mg/dl at time of reporting. Nothing further reported.